Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the front therapy electrode was pulled from the cable connecting the therapy electrode and ECG "a". The root cause for the damage was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that wires were exposed on the electrode belt.